Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "nurse was in the patient's room, waiting for IV medication to complete so that she could replace the medication. After the infusion container emptied, the nurse observed that there was approximately five inches of air in the IV tubing below the pump channel. The air had passed through the pump channel without sounding any type of alarm the nurse opened the channel door and closed it the pump then made a single "air in line" beep the nurse then paused the pump and removed it from service."

Manufacturer narrative:
Cont'd from d.11: 100ml vial diprivan (propofol) injectable emulsion 1000mg per 100ml, lot 16nk5673, exp date 09 2021. Correction: e.2 & h.6 device code. Additional information provided: d.11, patient is white, non-hispanic or latino. The customer¿s concerns of the pump module not alarming for air-in-line was not confirmed. Results from a review of the device logs noted several air-in-line alarms on the date of the alleged incident. The air in line alarms are indicative of the unit alarming for air in line when the presence of air is in the tubing. Test results from the air-in-line threshold test protocol, consisting of a single air bolus detection testing and accumulated air detection testing, demonstrated the air detection system is operating in specification. It is suspected that the air bubbles identified in the tubing on the day of the incident may have been an accumulation of air bubbles and did not reach the threshold for accumulated air detection. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 02june2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 19may2020 and indicated that this device has been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the customer¿s complaint that five inches of air in the IV tubing was observed below the pump module and no air-in-line alarm was exhibited was not identified. Based on the investigation test results, customer¿s pump module¿s ail sensor detection was confirmed in specification.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "nurse was in the patient's room, waiting for IV medication to complete so that she could replace the medication. After the infusion container emptied, the nurse observed that there was approximately five inches of air in the IV tubing below the pump channel. The air had passed through the pump channel without sounding any type of alarm the nurse opened the channel door and closed it the pump then made a single "air in line" beep the nurse then paused the pump and removed it from service."